Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that on an unknown date, CT examination showed a type 1a endoleak in the patient that could not be fixed via endovascular means. It was noted that the aneurysm had grown to 74mm in diameter and so the decision was made to explant the mdt device by the physician. The explant surgery was performed and the stent graft was replaced by a non mdt device. Per the physician, the cause of the event is related to the patient anatomy of proximal aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.